Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive and button error. Customer¿s blood glucose level was 236 mg/dl at the time of incident. Customer state that the cannot exit out from the alert or alarm. The customer stated that time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.